Event description:
During testing at the user facility, it was noted the device battery was swollen. Prior to testing, the device was returned to the biomedical department with a report of, the pump does not function. No tracking information was provided therefore, specific patient information, device programming, or event details were not available. There were no reported adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.